Manufacturer narrative:
Unit passed displacement test, self-test, off no power test, unexpected restart error test, rewind, and basic occlusion test. Unit was unable to prime during prime/compromised force sensor system test due to moisture damage on the force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. No unexpected restart or external error alarms noted. Several displayable history check failed on startup alarms in the history file. Displayable history check failed on startup alarms due to a corrupted history file. No unexpected restart noted. No moisture damage on the electronic stack, motor, battery tube, and vibrator assembly. Unit was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No connector isolation tape damage noted on lcd board. Unit was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump went out in the middle of the night. Some condensation was visible on the lcd screen. She also received several alarms. In the alarm history displayable history check failed on startup, unexpected restart, and external error alarms were found. Customer's blood glucose level was 338 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.